Event description:
The customer reported via phone call that he had a hypoglycemia issue on saturday. Customer stated that the pump was showing that his blood glucose was 88 mg/dl but the paramedics had a reading of 44 mg/dl. Customer declined troubleshooting and stated that the pump has been working fine. Customer stated that his blood glucose has been within 15 points of the meter. Customer also just did troubleshooting for the pump 2 weeks ago. Customer stated that the paramedics took him to the emergency room.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.